Manufacturer narrative:
(B)(4).

Event description:
Customer reports difficulty deploying the catheter over the wire in the patient's artery. It would stick to the hub and not advance. The guidewire became bent and catheter could not be advanced any further. No patient harm. The patient's condition was reported as fine.

Event description:
Customer reports difficulty deploying the catheter over the wire in the patient's artery. It would stick to the hub and not advance. The guidewire became bent and catheter could not be advanced any further. No patient harm. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.